Manufacturer narrative:
No patient injury has occurred following this incident.

Event description:
Customer stated that she had capsule which attached to the esophagus, but failed to detach from the delivery system. The customer broke the handle of the delivery system and was able to release the capsule.